Event description:
According to the reporter, during an open exploratory laparotomy, while at bowel resection, the needle of the two products broke at the tip. The surgeon was grabbing the very tip when performing the pop off while suturing the bowel. The surgeon did not continue the procedure using the same product. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.